Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed on a stored egm due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes were made and further testing was recommended. The patient was stable after the event.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. The oversensing was suspected due to the patient's new medication. Programming changes were made and further testing was recommended. The patient was stable after the event and will continue to be monitored.